Event description:
It was reported that the procedure was to treat a circumflex artery. The voyager nc balloon catheter could not cross the lesion. Another voyager was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Returned goods analysis revealed the hypotube was separated.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation and the reported failure to advance could not be replicated as it was based on case circumstances. However, the shaft was separated. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.